Event description:
Elevated rv threshold post implant. Doctor is deciding on if they want to revise the rv lead or not (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).